Event description:
It was reported the patient's catheter slipped out of the intrathecal space. The catheter was replaced. The drug used in the pump was lioresal 500 mcg/ml at a dose of 93 mcg/day. No patient symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
The catheter was returned for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.